Event description:
The customer reported that the sys exhibited a communication error. Further info was rec'd from the fse indicating that the error was fatal and required a system reboot to restore normal operations. No pt serious injury or death related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The lemo connection and interconnect cable were also replaced as part of the svc event. The sys was tested and found to be working as intended and returned to svc. See scanned page.